Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 30426, was returned and analyzed. Visual inspection of the sheath showed the shaft was twisted between 1.11 inches and 2.61 inches proximal from the tip. At 0.44 inch from the tip, there was a pinch observed. Deflection worked as per specification. The steerability was difficult because of the twisted shaft. In conclusion, the sheath failed the returned product inspection due to the shaft twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.